Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up device check. The right ventricular lead was found to have high capture threshold and an elevated pacing lead impedance. Programming changes were made. Further evaluation and possible rv lead replacement were discussed. The patient was stable and will be monitored remotely.